Event description:
It was reported that during normal follow-up, the device could not be interrogated. After multiple unsuccessful attempts to interrogate, the device was explanted and replaced. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was due to battery depletion. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.